Event description:
Left total hip arthroplasty performed in 1998. Due to dislocation, revision was provided 18 days later. Intraoperatively, acetabular liner component was found to be disassociated from shell and was replaced. Acetabular shell component was redirected.